Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor was unable to complete incoming testing. Upon evaluation, the monitor was drawing excessive current. A root cause investigation is underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor.

Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) was drawing excessive current.

Manufacturer narrative:
Device evaluation: device evaluation of monitor sn (B)(4) has been completed. The reported problem (excessive current) was confirmed. Upon evaluation, the q12, q13, q16, and q17 insulated-gate bipolar transistors (igbts) were shorted and there was extensive damage to the computer / analog (ca) and defibrillator boards. The cause of the excessive current is the shorted igbts. The root cause of the shorted igbts could not be positively identified. No adverse event resulted from the shorted igbts.

Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) was drawing excessive current.